Event description:
It was reported that the patient experienced withdrawal symptoms; increase in pain. Telemetry confirmed a critical alarm occurred. The pump was interrogated and the pump was found to be in a motor stall. The stall was constant. The logs show that the motor stall occurred on (B)(6) 2012 and never recovered. The patient had not had a MRI or been around any magnets. The hcp turned the pump "off" and the pump was replaced the next day. It was noted that there was no injury and the patient recovered without sequela. The pump was delivering morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: unk. Connector: model# 8575, lot# n059986, implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump motor revealed gear train anomaly; corrosion.